Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior thoracic and lumbar spinal fusion at l2 treating th12 fracture on (B)(6) 2020. In order to prepare the vertecem v+ cement kit, they mixed monomer liquid and polymer powder as per instruction. Next, the surgeon started injecting the cement into an open cannula. The sales rep asked the surgeon to check viscosity once the cement came out of the syringe. With the help of imaging, the surgeon applied the cement to th10 left, th10 right, l2 left, and l2 right. While he was applying the cement into a screw at l2 right, it was confirmed that the cement had been leaking into the blood vessel near the centrum. It passed 7 minutes and 40 seconds from the cement mixing when the event occurred. The surgeon confirmed by imaging that the cement lump (approximately 4cm long and the diameter equal to a small vessel) had been moving to the patient¿s heart. They completed the rest of the procedure which was delayed for two hours. They removed the cement lump from the vessel. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).